Manufacturer narrative:
Corrected information: g.3. Follow up #1 report date should have been 10-16-2023; h.6., and h.10 plant investigation: product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A peritoneal dialysis (pd) patient reported a cycler was powering down. The issue occurred in an unknown step of setup. The patient was not connected at the time of the incident and there was no power outage. There was no outlet issue but the power cord was not securely plugged in. The patient stated that the night before she checked the power cord in the back of the cycler and it sparked. Patient states that the power cord doesn't feel loose but would like a new power cord. In a follow up a nurse verified that the patient did not have any harm, intervention or adverse event associated with the spark. The patient received a new cord and has been carrying out treatments. The cord is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a cycler was powering down. The issue occurred in an unknown step of setup. The patient was not connected at the time of the incident and there was no power outage. There was no outlet issue but the power cord was not securely plugged in. The patient stated that the night before she checked the power cord in the back of the cycler and it sparked. Patient states that the power cord doesn't feel loose but would like a new power cord. In a follow up a nurse verified that the patient did not have any harm, intervention or adverse event associated with the spark. The patient received a new cord and has been carrying out treatments. The cord is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a cycler was powering down. The issue occurred in an unknown step of setup. The patient was not connected at the time of the incident and there was no power outage. There was no outlet issue but the power cord was not securely plugged in. The patient stated that the night before she checked the power cord in the back of the cycler and it sparked. Patient states that the power cord doesn't feel loose but would like a new power cord. In a follow up a nurse verified that the patient did not have any harm, intervention or adverse event associated with the spark. The patient received a new cord and has been carrying out treatments. The cord is not available to return for investigation.